Event description:
It was reported that the dso (downstream occlusion) needed replacement - the pump alarmed a double beep no cassette attached. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The product was received for evaluation. Visual and functional testing were performed. The sample was received in good physical condition. The keypad and labels were all intact. Event history log review found record of an alarm confirming the reported issue. Simulated use was able to replicate the reported issue. Upon power up of the device the reported alarm occurred. The root cause of the reported issue could not be determined. Actions were taken to mitigate the reported issue: the dso (downstream occlusion) sensor was replaced.